Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 798 mg/dl. The customer reported that the insulin pump was replacing due to under delivery issue. Customer declined troubleshooting for high blood glucose level. The devices will not be returned for analysis.